Event description:
Two boxes labeled as bd ultra-fine iii mini pen needles 31 gauge 3/16" (5mm) contained bd ultra-fine iii short pen needles 31 gauge 5/16" (8mm). The lot number on the outside of the box was 7338470 and matched the lot number on the pen needles inside that were labeled the 5/16". Dose, frequency and route used: use 6 to 8 times a day. Therapy dates: 2008 to present. Diagnosis for use: diabetes.